Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause of high bg was unknown. Customer administered a manual injection and changed infusion set to address bg. The customer alleged that the pump was not delivering insulin properly. System check and pump log review with tandem technical support indicated that the pump was functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.